Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump did not alarm air-in-line and the air in the tubing "nearly reached the patient." Per report, the pump was tested and "some of the air bubbles were caught by the sensor and other were able to pass through without causing alarms. The customer stated that "the first image shows the air in line setting and the second 2 images are of the air bubbles inserted into the giving set. The second image bubble did not alarm and the third image bubble did alarm. We suspected that it was due to the air bubble consisting of 2 bubbles however, accumulated air is enabled and consequentially should have alarmed. " per report, the following are the pump settings: accumulated air: enabled; air-in-line settings: 75microliter; auto-start attempts: 0; kvo rate adjust: 1ml/h; max rate 999ml/h. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device not alarming air in line correctly was not confirmed through a review of the device logs and was not replicated during testing. Laboratory test results performed on the suspect pump module confirmed the device to be within specification for air and operating as intended. A review of the suspect pump module event log showed that on (B)(6) 2025 at 9:13 am the attached and turned on, air in line single bolus limit was set as 75ul and accumulated air was activated, however, at 9:24 am air in line single bolus limit was set as 250ul and accumulated air was disactivated (this is related to the reported complaint), max occlusion retries were set to 1. At 9:25 am, an infusion was programmed with a volume to be infused (vtbi)=200 ml and a rate=20 ml/h, upon user start up, the device immediately alarmed air in line and the unit was channeled off after. At 10:04 am, a second infusion was programmed with a vtbi=250 ml and a rate=20 ml/h, upon user start up, the device immediately alarmed air in line. At 11:37 am, a third infusion was programmed with a vtbi=250 ml and a rate=50 ml/h, upon user start up, the device alarmed air in line 4 minutes later. There are small single air bolus settings available if greater sensitivity is desired. It is also recommended that the ail accumulator be turned on for detection of boluses that may be too small to trigger at the single ail bolus threshold. Internal and external inspection of the pump module found no irregularities. The alaris system dfu (v12.1.3) states that the clinician must ensure that air is expelled from line prior to beginning infusion when priming. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report the device not alarming air in line correctly is being attributed to single air boluses being too small to trigger at the 250ul setting and the accumulated air setting being deactivated. The device was thoroughly tested and alarmed for air in line appropriately. Note that this report lists imdrf annex a040502, c23, d11, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump did not alarm air-in-line and the air in the tubing "nearly reached the patient." Per report, the pump was tested and "some of the air bubbles were caught by the sensor and other were able to pass through without causing alarms. The customer stated that "the first image shows the air in line setting and the second 2 images are of the air bubbles inserted into the giving set. The second image bubble did not alarm and the third image bubble did alarm. We suspected that it was due to the air bubble consisting of 2 bubbles however, accumulated air is enabled and consequentially should have alarmed. " per report, the following are the pump settings: accumulated air: enabled; air-in-line settings: 75microliter; auto-start attempts: 0; kvo rate adjust: 1ml/h; max rate 999ml/h. There was patient involvement but no harm.